Event description:
It was reported that the needle pierced the catheter. We have received notification of the abocath 20 - the device presents a difficulty in introducing the abocath, the blood returns a lot but does not slide into the vein occasing puncture failure and some times the needle goes through the silicone and does not progress into the vein.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the risk management documentation.

Event description:
No additional information.